Manufacturer narrative:
Na

Event description:
It was reported that the ventilator peep reading in the display showed a peep of 0 when it was set to 7 cmh2o. The patient stated that the ventilator had this occur on 2 occasions. No patient harm reported. It is unk if the ventilator alarmed when the reported problem occurred.